Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: the keypad cover was intact with no visible damage. The keypad button symbols were worn which has no effect on insulin delivery. During testing, all the keypad buttons responded properly. The keypad cover was removed and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad buttons were slow to respond and the keypad had become worn and thin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.